Event description:
Customer reported - whilst in use at a surgical procedure in theatre machine went into fault. Alarm light on left of control panel illuminated and audible sound combined with rapid in sequence flashing of buttons on right of control panel. Generation of xrays ceased the surgeon has pull in a complaint stating that failure of this system at the time complicated the surgical procedure.

Manufacturer narrative:
A ge rep evaluated the system and replaced the (B)(4) computer board and ribbon cables, and upgraded software. System operates as intended.